Event description:
Customer reported receiving a reading of 54 mg/dl on their freestyle freedom blood glucose monitor and then received a reading of 300 mg/dl from an unk competitor's meter. Customer reported losing consciousness and self medicated with insulin. There was no report of diagnosis or third party medical intervention.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors were observed during control solution testing. According to the returned meter the values the customer received were not found in the internal memory log of the returned meter.